Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: jul. 1, 2024. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection of the complaint lens reveal that it was received cut in half. The lens was cleaned and presented with no further issues that would have caused or contributed to the complaint event. The complaint issue "unexpected postop refraction" and "explant" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. Conclusion: as a result of the investigation, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section b3: date of event: unknown, not provided. The best estimate of date of event is between dec 27, 2023 and jun 12, 2024. Device evaluation: the product testing could not be performed as the product was not returned for evaluation. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search of complaints related to this production order (po) was performed. The search revealed that no other complaints were received for this po. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
A doctor reported of a planned explant of a recent patient who was unhappy with a toric intraocular lens (iol) implanted in his right eye. It was indicated that the lens was set to a mild myopic aim. The patient ended up more myopic than anticipated due to uncontrollable factors. The patient is now unhappy since he would like to see distance more clearly. Through a follow up, it was learned that the lens was explanted. Another johnson & johnson lens of the same model, but lower diopter (8.0d) was used a replacement. There was no vitrectomy performed, no incision enlargement and no sutures required. There was no patient injury reported. The patient is temporarily impaired. No further information was provided.